Event description:
During angiogram, patient fibrillated. Defibrillator would not emit charge. Another defibrillator was used to defibrillate patient. Patient stabilized. Internal evaluation revealed a defective power transistor and two internal blown fuses.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, performance tests performed, visual examination. Results of evaluation: electrical problem - open circuit, environmental factors, power supply. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.